Manufacturer narrative:
Qn#(B)(4). The DHR cannot be reviewed as the product lot number was not reported. Received one (1) 9079 45mm, 10ga io needle set\, from 9084-EU-001 ez-io starter kit (EU only) for investigation. The sample package is unopened , and no visual damage or abuse noted. Due to the nature of the reported defect, additional testing is not required. The vidacare drawing stipulates information that should be recorded on the starter kit shipper box label. That label/box/photo is not available to assist in this investigation report. DHR review could not be performed as the lot number for the starter kit itself was not reported. Without a photo, or the physical shipper box with label, this complaint cannot be confirmed. No corrective/preventative actions will be assigned. The starter kit drawing requirements for the shipper box label states, "note: additional label to be placed here. Label will contain the serial number of the driver as well as the earliest expiration date of the sterile products contained in the kit. The 9079 needle set that was returned from the starter kit reflects an expiration date code of (B)(6)2019 , as reported. At first glance this expiration date code would appear to have a very short shelf life. However, per the exp note of the drawing, the starter kit shipper box label should reflect an expiration date code of the earliest expiration date of the sterile products contained in the kit. If this needle set came from an "older" starter kit box, then the 2019/01/31 expiration date may not be the issue. Without having either the physical shipper kit label, or a photo, a defect confirmation cannot be established since it is not known how old the shipper box expiration date code is. The specification drawing for the starter kit shipper box. Also additional info stating the starter kit shipper box is not available for investigation. The complaint cannot be confirmed.

Event description:
The report states, we have a 25mm 15-gauge intraosseous needle set which expires (B)(6)2021 . Unfortunately, the stabilization dressing and the two boxes of spare needles - 15mm 15 gauge and 45mm 15-gauge needles expired on (B)(6)2018 , (B)(6)2018 and (B)(6)2019 . They were purchased in (B)(6)2017 and you kindly agreed to investigate why two of the spare needles had such short shelf life.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The report states, we have a 25mm 15-gauge intraosseous needle set which expires 10/2021. Unfortunately, the stabilization dressing and the two boxes of spare needles - 15mm 15 gauge and 45mm 15-gauge needles expired on 04/2018, 09/18 and 01/19. They were purchased in june 2017 and you kindly agreed to investigate why two of the spare needles had such short shelf life.